Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the recharger ((B)(4)) found that there was a broken connector pins in the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the ins recharger (insr) was not taking a charge. The patient stated it was over 5 years old and whenever they plug it into the wall outlet, the connector pin was loose and they have to hold it to charge. The patient sated the only thing to do to get it charging was to hold the desktop charger (dtc) cord into the insr while charging the implant because the implant and charger were both dead. The patient stated it normally took 2 hours to charge but the previous night it took about 6 hours to get one bar charged on it so they could use the device. The patient stated, ¿this morning it was down to half battery and it was fully charged¿. It was unclear which device the patient was referring to. The patient stated the insr had started beeping and was not taking a charge so they adjusted it and it stopped beeping and charged up. However, when they tried using the insr, it was dead. The patient stated the insr showed 2 bars today instead of the normal 3. The patient further explained it would show it was fully charged and as soon as they unplugged it, it would jump down to 1 bar and then jump back up to 3 bars and then back down to nothing. The patient confirmed the dtc green light was on when plugged into the wall. The patient also confirmed the connector pin wiggled when plugged into the insr. A replacement insr and desktop charger cord were sent. Additional information from the patient received on (B)(6) 2017 reported that they had sent back the dtc power cord and now did not have one. A new power cord was sent. No further complications were reported/expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.